Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in china reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint (B)(4) nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product results: the customer has stated that the tubing of an opt844 optiflow adult nasal cannula was found damaged. The customer further confirmed that the interface was found damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the cause of the reported event is most likely due to overtightening of the head strap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The user instructions which accompany theopt844 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."